Event description:
A review of the recipient¿s test data indicated impedance issues. Revision surgery was under consideration, however, the recipient's device will reportedly not be explanted at this time. The recipient will be managed per center protocol.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is using the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.